Event description:
A report from the (B)(6) was received with info stating that an 840 ventilator stopped cycling. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The cse performed all the calibrations, the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the mfg specs. Covidien ref: (B)(4).